Event description:
In this case, it was reported that a second prosthetic valve was implanted in the same position using a valve-in-valve procedure. The implant duration of the original valve at the time of the procedure was approximately 12 years. Per the operative report, the patient had severe, symptomatic aortic stenosis and due to her high risk for operative complications, a transcatheter aortic valve replacement via transapical route was performed. A transesophageal echocardiography was performed and the subject device size was known to be a #21 pericardial valve. The right common femoral artery was accessed and the 23 mm edwards sapien valve was passed through the sheath and placed in the approximate position. Using fluoroscopic guidance, the sapien valve was placed just below the nadir of the previous surgical valve. There was mild regurgitation noted but it was felt that no further therapy/intervention was warranted. The patient was subsequently transferred to the cticu. No operative complications reported.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.